Event description:
It was reported that the customer's blood glucose level was in the 600s mg/dl. The customer treated himself with his insulin pump and manual injection. Standard troubleshooting was performed. The customer stated that his insulin pump's reservoir compartment was cracked, had a piece broken off, and that its o-ring came out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.